Event description:
A malfunction was reported, indicated by malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided information for resetting the pump and assisted the caller with the reset process.